Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Investigation summary: visual analysis of the returned product revealed that one empty foil packer and a labeled winding former with a detached needle and a undispensed suture product code w3326 were received for evaluation. As per visual inspection of the sample, the swage and attachment area of the needle were noted to as expected and suture remnant was observed into the barrel hole. The strand was observed broken in several pieces into the winding former due to degradation process caused by exposure to environment. The product code w3326 contains an absorbable suture. As the package was received open, the time of exposed to the environment could not be determined and functional test cannot be performed. The foil was visually inspected, and excessive wrinkles and holes in cavity were observed. This condition contributed to degradation of the suture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.,according to the information received, when they open the foil, the needle not attached to the suture. An packet of product code w3326 was returned for analysis with the packaging closed. Upon initial inspection to the sample no external damages was observed on the packet. In order to evaluate the conditions of the returned samples, the packet was opened, and no defects were detected. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand to detect any issue on the suture and no defects were observed during evaluation. Functional test was performed, and the pull force result was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2021 and suture was used. Before use on the patient, when they open the foil, the needle not attached to the suture. Upon visual inspection of the returned sample, the swage and attachment area of the needle were noted to as expected and suture remnant was observed into the barrel hole. The strand was observed broken in several pieces into the winding former due to degradation process caused by exposure to environment. The foil was visually inspected, and excessive wrinkles and holes in cavity were observed. This condition contributed to degradation of the suture. There were no patient consequences reported. No additional information was provided.